Manufacturer narrative:
(B)(4).

Event description:
Patient swallowed product [accidental device ingestion]. Put the product in his mouth, he then read the packaging and it said "do not put in your mouth/she swallowed the product, to [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown for dental prosthesis user. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and wrong technique in device usage process. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion and wrong technique in device usage process were unknown. It was unknown if the reporter considered the accidental device ingestion and wrong technique in device usage process to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: patients wife mentioned that by accident, he swallowed the product, to clean his denture, the prosthesis. During the call, the reporter puts the patient through with the call center representative. Patient commented that the products were some tablets that you took for mouth odor. It cleans the dental prosthesis. He clarified that in the product instructions it stated that they should not be swallowed. However, he used it as a mouth wash. The patient mentions that the product he swallowed it part of four samples he was given where he can only see glaxo smith kline (B)(6) and the components of the product are bicarbonate, sodium, acidic acid, potassium. The patient specified that the put the product in his mouth, he then read the packaging and it said do not put in your mouth. However, he thought it was for his stomach. He that he did not want to get poisoned, that´s why he needed to know what to do. He mentioned that he was going to visit.